Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the surgeon had taken the gall bladder off the liver bed, put in dex41 to grasp the gall bladder, and the end of the dex41 broke off, holding on to the gall bladder. Case was extended 30 mins. All pieces were removed from the pt. Pt age unk, but approx 50-55 years old.